Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit's flow rate is not correct. There was no patient harm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the unit's flow rate is not correct. The unit was triaged and the reported issue could not be confirmed. Ac power was connected and the unit was observed to charge. Recertification testing was performed and the unit passed. Rotor cycle timing and accuracy were checked per procedure using a test feed/flush set. Average rotor cycle time measured 8.5 seconds. The unit fed 66.2 ml of water by weight in 30 minutes. Both readings are within specification. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.